Manufacturer narrative:
Date of event: the specific date is unknown. The wound care director stated the events occurred several months ago. Device identifier was not provided and the device was not returned for evaluation. Based on information provided, it cannot be determined that the alleged hemorrhage is related to the prevena¿ incision management system. The wound care director reported the prevena¿ dressing was placed on an excessively bleeding incision; therefore, hemostasis was not achieved prior to application of the device. It is also unknown if the patient was on any anticoagulants which could potentially cause or contribute to the hemorrhage. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information related to the alleged excess bleeding. The device identifier was not provided; therefore, neither a device history record review nor a device evaluation could be performed. This report is being filed due to possible use error. Device labeling, available in print and online, states: bleeding: before applying the preven¿ incision management system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ incision dressing in place, turn off prevena¿ 125 therapy unit and seek immediate emergency medical assistance.

Event description:
On 22-mar-2021, the following information was provided to kci by the wound care director: the facility has reportedly experienced a safety issue due to the surgeon allegedly placing the prevena¿ incision management systems over an incision that was bleeding excessively. The canister would fill up with blood and the device was neither turned off nor was the bleeding event reported. Subsequently, the prevena¿ dressing was removed but it is unknown how the bleeding event was resolved. The exact incident date was unknown as the event occurred several months ago. The prevena¿ incision management system identifier was not provided, therefore, a device history record review and device evaluation could not be completed. Per the wound care director, this event occurred with two different patients: refer to MDR-3009897021-2021-00090_123087-iss for patient #1 refer to MDR-3009897021-2021-00092_123717-iss for patient #2